Event description:
(B)(4). It was reported that during a percutaneous coronary intervention (pci) a dissection occurred. The target lesion was located in the mid left anterior descending artery (lad). The target reference vessel diameter was 3.0mm and the lesion length was 24mm with 90% stenosis. The target lesion was treated with pre-dilatation with the maverick2 balloon, and placement of a 3.0 x 32mm study stent with 0% residual stenosis. Angiographic result reported type "b" dissection after pre-dilatation. The dissection was covered by the study stent. Patient was discharged in (B)(6) 2008. No additional information provided.

Manufacturer narrative:
(B)(6). The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause classification of anticipated procedural complications as this complaint is a known physiological effect of the procedure and is noted in the directions for use. (B)(4). Device not returned for analysis.